Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 62mm abdominal aortic aneurysm. It was noted the patient had a short neck length of 7mm. The proximal diameter of the aortic neck measures 32mm with a 45 degree neck angulation. Mild neck calcification was noted. It was reported during the index procedure after the bifurcate stent was implanted a type ia endoleak was observed. The physician elected to implant 10 heli-fx endoanchors however the endoleak persisted. Per the physician the cause of the event was anatomy related due to a short angulated wide neck. No additional clinical sequelae were reported and the patient will be monitored.